Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of peritonitis in a patient coincident with extraneal therapy for peritoneal dialysis (pd). Extraneal therapy was ongoing. It was unknown, if the patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with vancomycin at a dose of 1.5 g/2 liters and fortum at a dose of 1.5 gm/2 liters (routes and frequencies not reported) for peritonitis. The patient was recovering from this peritonitis event.